Event description:
It was reported that the patient had a loss of therapeutic effect. The caller stated that 4-5 years ago the patient mentioned that the device wasn't working and was discussing removing ins (stimulator). Caller said due to age of the patient, the ins wasn't removed and medical notes show the patient would turn ins off in 2012. Compatibility guidelines were requested for the pacemakers. Caller was trying to rule in or out possible device interaction. The patient believes stimulator was turned off but patient programmer location was unknown so caller cannot check device status. Caller asked if there was any other way to tell if ins was off. Caller inquiring if the ins battery may be dead. It was noted that the patient was meeting with the cardio hcp (healthcare provider) and representative the day after reported event date.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3889-33, lot# v048838, implanted: (B)(6) 2007, product type lead; product ID 3889-33, lot# v048838, implanted: (B)(6) 2007, product type lead. (B)(4).